Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid [0.2 mg/ml] at a rate of 0.0225 mg/day and morphine [2.5 mg/ml] at a rate of 0.15 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient has been experiencing lingering headaches that began with a postural headache at implant. It was stated that the headaches are worse with the patient sitting up and it has been one "blur" of a headache for the patient. There had already been blood patches and "other things" done but they were not certain exactly all of what had been done. The patient had experienced headache issues when on oral morphine so they are changing from intrathecal morphine to intrathecal dilaudid. It was also stated that they get frustrated working in demo mode with the physician programmer because it always has water as the drug to begin with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information refers to the main device. The other relevant component includes: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; ubd: 2018-01-25. (B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2019-sep-30. It was reported the patient had a catheter revision in the past. It was noted this occurred on (B)(6) 2017. The hcp believed the catheter was in the right location at the time of the report, (B)(6) 2019. No further complications were reported or anticipated.